Event description:
The consumer reported using the prod for five to five and a half hrs on the side of his ribs. When the patch was removed, the consumer described skin removal and burns resulting in some scarring. The consumer did not seek medical attn at the time of the incident and self-treated the area with triple antibiotic ointment and gauze.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.